Manufacturer narrative:
Additional information was submitted stating this device was explanted. A supplemental report will be filed should any further information become available in the future.

Event description:
It was reported that this pacemaker was found to be in safety mode. This pacemaker currently remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. This pacemaker currently remains in service. No adverse patient effects were reported.